Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-00272; 804-06-056, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the stem inserter screw broke off inside the stem during implantation into the patient. The broken tip was not retrieved.